Event description:
The customer reported inaccurately high blood glucose readings with the first test strips, lot 16171b. He stated that he performed side by side comparison tests with the co's test strips and that the results with the first strips were consistently higher, some by as much as 60-90 mg/dl. He obtained a reading of 179 with the first strips versus a reading of 141 with the second strips; a reading of 210 with the first strip versus a reading of 160 with the second strip; and a reading of 127 with the first strip versus a reading of 113 with the second strip. The customer performed the comparisons simultaneously using 2 of the second strip. With the rep, the customer performed a normal control solution test with the last test strip from the box of the test strips. The result was 163 mg/dl versus a normal control solution range of 106-158 mg/dl. The co normal control solution, lot vf145, exp 6/98, was shaken vigorously before the sample was applied. The customer used all of the second test strips and has discarded the bottles. With the rep, the customer performed 2 check strip tests on each of the two meters. The results with meter #1 were 72 and 80 versus a check strip range of 75-99 mg/dl. The results with meter #2 were 83 and 84 versus a check strip range of 78-96 mg/dl. The code was set correctly for all tests. The customer stores the rest strips in the bedroom. The desiccant was in both bottles.